Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and no anomalies were found. No episodes of noise were found and the short interval counts (sic) counter remains at zero.

Event description:
It was reported that an episode of oversensing noise was observed on the right ventricular (rv) pacing lead. Impedance and threshold measurements were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implant date: unknown; d314trg, ICD, implanted: (B)(6) 2012. (B)(4).